Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to removed the dental implant during its installation surgery because its lack of primary stability. The implant was not replaced in the same surgery because the grafted area was not mature enough to achieve a primary stability in the ideal position of the implant.